Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074284.

Event description:
It was reported that the patient's lead had multiple impedances and underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted leads were not returned as they were kept by the medical facility.